Manufacturer narrative:
The reported complaint of a leaking quattro catheter was confirmed during functional testing. A pinhole leak was observed at the middle of medial 1 balloon. Visual inspection of the returned catheter was performed. Blood had accumulated / dried up on the balloons. No other physical damage was observed. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance (except the proximal and medial port was clogged with blood). During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the middle of medial 1 balloon. Thus, confirming the reported complaint. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. The investigation findings revealed that the probable cause for the reported issue was due to a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for quattro catheter with lot number 84865.

Event description:
During ivtm therapy, a patient was admitted for return of spontaneous circulation (rosc) out of hospital cardiac arrest (ohca). The quattro catheter (ln 84865) was inserted smoothly into a (B)(6) female's right femoral. After 40 hours of therapy, blood observed in saline bag but no fluid observed outside of the catheter and the suk (ln 84719). The patient condition was stable.